Event description:
On (B)(6) 2012, pt underwent an open l2-s1 lumber decompression. The baxano io-flex system was utilized to gain access to foramen and the baxano io-flex microblade shaver 7.5mm was utilized to decompress bilaterally at l3/4, l4/5, and on the right side of l5/s1. A small dural tear was discovered 4-5 mins after decompression during closing and was repaired using fibrin sealant. Pt did fine postoperatively.